Event description:
It was reported that the device would interrogate find, but kept giving a communication fault during system diagnostics. Attempts to obtain additional relevant information have been unsuccessful to date.